Manufacturer narrative:
The insulin pump received with failed self test alarm during self test due to faulty board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rf pic failed self-test. The customer¿s blood glucose level unknown. Error table indicates that pump should be replaced on 1st occurrence. The insulin pump will be returned for analysis.